Event description:
It has been reported to philips that the screens were not displayed. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the screens were not displayed. Fse replaced the fru displayport sl dvi ext. Tx str 310mm. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.